Manufacturer narrative:
The tech replaced the head gas springs to resolve the issue.

Event description:
The tech alleged the head of the stretcher had intermittent operation of the head up and down function. No pt impact.